Manufacturer narrative:
(B)(4): visual and optical examination of complaint return instrument confirms one side of the proximal tip is bent. No issues with opening or closing the instrument multiple times with and without sample mas. The above observations are consistent with bend stress overload.

Event description:
Procedure or technique used: instrumental removal the extenders were used in the patient, but not the broken things. The construct was not removed but the screw was disconnected with the extender at the end of the op.

Event description:
It was reported that a patient underwent an unknown spinal procedure. During the procedure, it was reported that "while detachment of the extenders from the screw, it did not open and gave the screw free. The instruments broke." No further details are known at this time.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.